Event description:
It was reported that the patient was dissatisfied with their vision. The surgeon removed the lens and exchanged it with a lens of a different model and diopter. Additional information has been requested but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.